Event description:
An axsym bhcg result of 24498 mlu/ml was reported on a patient. The same specimen was retested on axsym yielding a result of 3.46 mlu/ml. Result of 24498 mlu/ml is correct as the patient has been monitored for several days. No impact to patient management was reported.